Event description:
I noticed black specks inside my philips dreamstation CPAP. Soon after, I was notified that it had been recalled. I had used a soclean machine to clean my CPAP unit. FDA safety report ID# (B)(4).